Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the gripper line. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the resistance removing the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The clip delivery system was advanced to the mitral valve and grasping was performed. When checking the gripper line, the physician felt resistance. Troubleshooting was performed and the clip was deployed. One clip implanted, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.